Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller was told the ins didn't work, wasn't charged or wasn't on. Caller didn't speak to the patient and doesn't have additional details. The patient called with additional event details. Patient reported they did not realize their ins charge was depleted and when they went to use their wireless recharger the battery light on the wr was just scrolling and unresponsive. Attempted hard reset during the call but it did not resolve the scrolling lights. Sent replacement request to repair. Patient also mentioned previous event regarding wr replacement. Transferred patient to prs to update records. Additional information was received from the patient. They reported that the device not working was referring to the battery not charging due to the paddle. This was not caused by normal battery depletion it was caused by the paddle not charging at the charging port and not charging the implant. A new recharger was sent to resolve the issue. It was reported the issue had been resolved by replacing the recharger.